Event description:
Attorney alleges the plaintiff suffered from the following: pain and suffering, extremely serious health complications leading on september 14, 1984 to 100% disability, serious health problems, irreparable physical damage, extermely severe clinical symptoms treated by in-pt and out-pt hospitalization, severe recurring pain in the left breast, capsule fibrosis, allergic asthma extending to status asthmaticus, allergic exanthema and quincke's edema, buring pain in the left breast, chronic tiredness, lack of appetite, sleep disorder, night sweat, urinary incontinence, chronic cystitis, food allergies, psychiatric problems and asthma and rheumatism were irreversible. Attorney also alleges upon removal the implants were found to be torn in several places enabling the silicone to diffuse unhindered into the body.